Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify frozen screen due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The troubleshooting was performed. The customer reported that there was a crack on the pump and buttons are not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.